Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo short study. According to the customer, the bravo study had gaps as well as high ph readings. The high ph readings read as high as ph 9. A repeat procedure was performed and the same problem occurred.